Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-11794lf suture cutter with lot number: 15140485 was received for investigation. Visual evaluation of the device noted no problems with the exterior of the device. Functional testing was performed by attempting to cut a suture and it was noted that the ar-11794lf suture cutter would not cut and the actuator would not open and close the jaw as expected. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated usage. Refer to investigation photos.

Event description:
It was reported that during a shoulder arthroscopy the device broke during use and the closing mechanism was defective. The surgeon had to cut the sutures with scissors. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.